Manufacturer narrative:
See d2a, d4, h4, h6, h10, and h11. Complaint has been evaluated and is similar to report number 1644408-2022-00976; 509-02-032, s803 - dislocation, s805 - wear/excessive wear, revision surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to poly wear and dislocation.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.